Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an incomplete retraction issue during a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Deformation/distortion problem, problems caused by changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.